Event description:
This lead was explanted and replaced due to high thresholds. The physician attempted to reposition this lead but it was too short so it was replaced with an OEM lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened, should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high thresholds. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).